Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was reported to be sitting on the side of his bed in a rehabilitation facility at the time of the event. A nurse was reported to be present and to have witnessed the event. The response buttons were not pressed during the entire event. The patient remains at in the rehabilitation facility.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the rehabilitation facility following the treatment. The patient ended use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related tot he defibrillation event. Device manufacture date: monitor: sn (B)(4) - (B)(6) 2013 (reuse), electrode belt: sn (B)(4) - (B)(6) 2009 (reuse). Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.